Event description:
Pt presented for follow-up after implantation of stay fuse device. Radiographs at follow-up indicated separation of stay fuse devices. Surgeon, in 2006, explanted one half of stay fuse pair and replaced explanted component with a new device.

Manufacturer narrative:
510 k initially granted to pioneer surgical technology. Nexa purchased product line from pioneer in 2005.